Event description:
Revision surgery - due to instability caused by the tibial stem; the threads came loose from the baseplate. The surgeon placed a thicker insert to tighten up the knee implants and exchanged the tibial baseplate and tibia stem.

Manufacturer narrative:
The reason for this revision surgery was due to a tibial stem coming loose from the baseplate causing instability after 12.5 years in vivo. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the second complaint against this lot. The reason for the device loosening was most likely due to normal wear over time. There are no indications of a product or process issue affecting implant safety or effectiveness.